Event description:
Device history record was reviewed, no event linked to the reported issue was observed. No device log was provided therefore no review could be performed. The reported device was not sent back to brézins for investigation but was repaired by UK service center. Pressure sensor was replaced to solve the reported issue and device was returned to customer. The defective sensors were sent back to brézins for further investigation. Upon inspection and functional testing, it was found that one sensor showed a drift of value at first reading then stabilized; this shows a random issue. The other sensor showed a drift of value and failed the ocs test. The root cause of these issues is due to unstable sensors which drift towards a saturated output or towards a zero output. A CAPA has been opened on defective pressure sensors. To our knowledge no patient consequences have been reported. The trend is abnormal and reported risk is lower than estimated risk.

Event description:
Error 41.